Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is returned on the set screws and is consistent with set screw misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misalignment of the mas head and set screws.

Event description:
It was reported that the patient underwent a l1 internal fixation surgery. It was reported that the set screws slipped during insertion. The screws were removed and replaced with new screws. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.